Event description:
Covidien received information stating that during patient use, the e360 ventilator would make a strange noise. The ventilator did not stop cycling. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
The device was connected to the air piping to check, and the leak was confirmed. A technician found that the internal filter had broken and it was replaced. (B)(4).